Event description:
I received my freestyle libre 14-day flash glucose monitoring system (sensor and applicator) from my pharmacist on (B)(6) 2023. I tried to apply the sensor to my left arm and immediately noticed that it was rendering extremely low readings. After 1 hour, the sensor completely stopped working and never worked for another day. I called abbott labs to notify them about a defective product. They took a record of the issue and said that they would immediately mail me a new monitor. It has been nearly a month and nothing has ever been sent. Have contacted abbott labs and have notified about their defective product. They were supposed to mail me a replacement, but weeks later, they have not done anything.